Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after insertion of the epidural catheter, during the injection of the anesthesia infusion, the catheter seems to be blocked at the level of the end of the distal line. There was no reported patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was blocked. The customer returned one opened kit (reference attached files (B)(4). The snaplock adapter and catheter were removed from the kit. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Biological material can be seen between the inner coils and parts of the extrusion have a reddish color. No other defects or anomalies were observed. A functional flow test was performed on the returned sample per amrq 000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal other remarks: end of the catheter. The flow rate was measured at 2.8ml/min (c05180), which is within the specification of 1ml/min. No blockages were found. The reported complaint of the catheter being blocked could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample. (B)(4).

Event description:
It was reported that after insertion of the epidural catheter, during the injection of the anesthesia infusion, the catheter seems to be blocked at the level of the end of the distal line. There was no reported patient injury.